Event description:
It was reported that the unit displayed an e-2 error as soon as the lightcable was connected. It was further reported that the failure did not occur during surgery and there was no pt involvement.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.